Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported that the burn was discovered after the procedure had been completed. The pt was attached to a single pt pad. The settings on the referenced unit were normal. It was reported that the same might have been treated with silvadene ointment. The device referenced in this report was returned to olympus for eval. The unit passed functional and electrical safety testing including pt plate testing detection tests. The error log of the device was examined and noted that an error 01 message was displaying on the monopolar coag display screen which may indicate improper pt plate connection. The subject device was serviced and returned to the customer. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate procedure (turp), the pt reportedly sustained what appeared to be a second-degree chemical burn on the leg, above the area where the pt plate had been placed. The users claimed that the device did not provide an alarm. The intended procedure was completed with the same device. The user facility reported that the pt had a scar form on the area of the burn.